Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.

Event description:
Pt status post tmt fusion procedure with plate and screws on (B)(6) 2011 returned to surgeon. X-rays on an unk date showed two of the four screws were broken. Pt was returned to operating room on (B)(6) 2011 and surgeon removed the hardware. Pt was revised to antibiotic spacers. Surgeon is planning a future revision to another plate and screws, date unk. This is one of two reports for this event.